Manufacturer narrative:
A getinge filed service engineer evaluated the unit and found fault detected in solenoid drive card. The fse replaced card and solenoids. A full operations check was completed and the equipment is ready for clinical use.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a system failure error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).